Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
In 2004, a gore excluder aaa endoprosthesis trunk ipsilateral leg component was implanted in this pt; however, a proximal type I endoleak developed. The physician chose not to reintervene at that time, but rather to continue monitoring the pt. In 2007, a reintervention to correct the proximal type I endoleak took place using an aortic extender component.